Event description:
I inserted a dexcom g6 sensor into my skin, but the inserter would not release or retract. I had to beat the side of the inserter several times with something heavy until it let go. FDA safety report ID # (B)(4).